Event description:
It was reported that an unspecified malfunction alarm occurred. The customer did not immediately have an insulin therapy method backup and declined follow up to determine what backup therapy will be used. Customer¿s blood glucose level was 136 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.